Event description:
Caller was getting 4nn errors and unexpected low results. After getting the 4nn errors, he got a 1.5 inr he noted that his results since starting on the meter (just a few weeks ago) have been much lower than usual. His therapeutic range is 2.0-3.0, and he has been at 1.4-1.5 lately. His doctor raised his coumadin dose.

Manufacturer narrative:
Investigation pending.